Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) after providing 2 inappropriate shocks. Boston scientific technical services (ts) review noted code 1004 and code 1007 was issued, indicating a short circuit was detected during a shock delivery. In addition, the charging time of the capacitor was exceeded, which in turn led to the triggering of the eol battery status. Ts recommended a system replacement. This ICD and non- bsci lead remain in-service at this time. No additional adverse patient effects were reported. Additional information was received. This ICD was explanted and expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error code 1004 and prolonged charge time code 1007 had been recorded. Memory also showed that after three shocks had been attempted and resulted in abnormal shock impedance measurements, the device battery status moved to end of life (eol) due to long charge times. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered end of life (eol) after providing 2 inappropriate shocks. Boston scientific technical services (ts) review noted code 1004 and code 1007 was issued, indicating a short circuit was detected during a shock delivery. In addition, the charging time of the capacitor was exceeded, which in turn led to the triggering of the eol battery status. Ts recommended a system replacement. This ICD and non- bsci lead remain in-service at this time. No additional adverse patient effects were reported. Additional information was received. This ICD was explanted and was returned to boston scientific for analysis. No additional adverse patient effects were reported.